Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. During insertion, the physician felt "friction" between the struts of the stent and the catheter of the 3.50x8mm taxus express2 drug eluting stent (des). The physician then removed the device and noticed stent damage. The device did not enter the pt and the procedure was successfully completed with a different device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.